Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03426 / 03427). Product location unknown.

Event description:
Patient underwent a knee revision procedure approximately two years post implantation due to unknown reasons.

Manufacturer narrative:
(B)(6). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Concomitant medical products: catalog #: 430054, thin osteotome blade 12mm, lot # 309490; catalog #: 150412, oss tib poly bearing 16, lot # 804400; catalog #: 150476, oss poly tibial bushing, lot # 741800; catalog #: 161034, oss rs fem bushings, lot # 456130; catalog #: 150493, oss reinforced yoke, lot # 473660; catalog #: 161035, oss rs axle, lot # 884620; catalog #: 150478, oss poly lock pin, lot # 212950; catalog #: 161088, oss modular tibial tray 63, lot # 694510; catalog #: 150386, oss p/c im stem 15.5x90, lot # 427060; catalog #: 150382, oss p/c im stem 11.5x90, lot # 167500.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Surgical notes identified that the patient was revised and the femoral component was loose, and easily removed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a knee revision procedure approximately two years post implantation due to loose, unstable left total knee. Patient had subsequent revisions over the next few years.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.